Event description:
It was reported that the patient had experienced a change in therapeutic effect with symptoms of difficulty walking, drowsiness, leg weakness, and lethargy. For the prior three weeks, the patient would have several days of being spastic, but then would go several days feeling like he was being overdosed. During those times, he would feel very lethargic, it would be hard to stand up straight, and his legs were heavy, making it hard to walk. It was stated that, two weeks prior to report, the patient had been in the hospital being overdosed. After being released, the physician decreased his pump; however, during the week prior to report, the patient felt spastic and later woke up feeling very lethargic on the day prior to report. On the day of report, the patient was brought in again. The physician felt that the catheter was floating. It was thought that the catheter could be moving inside the spinal column where one minute it was clenched and not giving him medication and then it would unclench and overdose him. The physician was working on getting a dye study to check the catheter. It was indicated that he was out of town for the next three weeks and the patient needed someone to decrease the baclofen pump to the point where he could walk. It was also noted that the therapy had never been right since the implant of the new pump and a surgery had been performed to move the pump as the physician thought it was in the wrong spot.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).